Event description:
Patient told his nurse that the tubing had come apart, hit the floor and he quickly screwed it back on. The point of the connection that came apart was where the pharmacy would attach a spiros to the IV tubing.